Event description:
It was reported that implant the device had difficulty with svc df-1 pin insertion. The lead fit fine into the header, however the set screw was unable to tighten. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: it was reported that the svc set screw was not able to secure a lead, which was confirmed in the laboratory. The svc df-1 set screw bore had debris material at the bottom. It is believed that the debris material prevented the set screw from tightening all the way down and thereby prevented the set screw from securing a test lead.